Manufacturer narrative:
Pump error hardware low level failure (variable info=3) confirmed in the pump history and during self test due to broken trace. Pump error software error detected alarm found in the pump history due to software error. Fault number = software error line number = 5632 file number = 2005. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 73 mg/dl. The customer stated that the insulin pump alarm pump error during self test. The customer stated that insulin pump received software error detected and self test was ok. Troubleshooting was performed. The product will be returned for analysis.